Manufacturer narrative:
The t:flex pump user guide warns against filling the infusion set tubing while the tubing is connected to the body as it will result in an unintended delivery of insulin. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer inadvertently delivered 12.5 units via the fill tubing feature while remaining connected to the infusion site. The customer's blood glucose was 230 mg/dl.